Manufacturer narrative:
Vygon received the failed sample. The details of the malfunction and the sample have been forwarded to the manufacturer for evaluation and complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within thirty days of its conclusion via follow-up MDR.

Event description:
Catheter was pulled back into position after x-ray (routine). Leaking when flushed after insertion. PICC line was removed.

Manufacturer narrative:
Microscopic examination of the faulty sample showed a hole at the junction of catheter to wing which led to the leakage. A rough surface was visible at the opened area which is typical for a breakage. It is essential to let disinfectants dry completely before the catheter is placed, as alcohol or organic solvents can damage the catheter material. The customer used chlorhexidine which could weaken the catheter. As a growing number of customers disregarded the warning concerning the use of organic solvents with this catheter in the product's IFU, a special warning leaflet is inserted into each packaging and a warning hint is printed on the outside of each blister packaging (see CAPA (B)(4) for details). The lot history record review showed that the tensile test (catheter tube/wing) of the involved catheter batch was within our specification (minimum: 3 n). As each catheter is leak- and flow-tested before packaging a production fault is very unlikely. Corrective/preventative action: no corrective action at this point in time. However, both vygon (B)(4) and vygon USA have entered this incident into our complaint logs and will continue to be vigilant for this type of complaint. Last year a corrective action was initiated (CAPA (B)(4)) to expand upon the additional warnings for the catheter instructions for premicath and nutriline products. The recommended cleaning method is the use of water-based disinfectants.

Event description:
Catheter was pulled back into position after x-ray (routine). Leaking when flushed after insertion. PICC line was removed.